Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: neither op-notes nor x-rays were provided to study the implantation technique. Relevant pt info is also not available. Without further info on the surgery and/or return of product a probable cause for alleged deficiency and pain cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.